Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderate tortuous, severe calcified anterior tibial artery. This 1.5mm x 20mm x 143cm coyote es balloon catheter was selected; however the balloon ruptured below the rated burst pressure. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderate tortuous, severe calcified anterior tibial artery. This 1.5mm x 20mm x 143cm coyote es balloon catheter was selected; however the balloon ruptured below the rated burst pressure. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded and there was blood in the wire lumen. The tip, balloon, shaft and hypotube were microscopically and visually inspected. Inspection revealed numerous kinks in the inner shaft, and tip damage. Inspection of the remainder of the device found no damage or defects. An inflation device (filled with water) was attached to the hub of the coyote es catheter, and positive pressure was applied. The balloon was inflated to rated burst pressure and the device held pressure for 5 minutes, without losing pressure.